Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for aa5328f11 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned..

Event description:
It was reported that the balloon on the mic key device could not be deflated. This occured on (B)(6) 2017. On advice from the distributor, the community nurse over-inflated the balloon to 20ml. When this did not work, the nurse attempted to use a paperclip on the valve. The patient was taken to the hospital, where staff nicked the balloon channel under the valve. On advice from a consultant, the hospital cut the tubing and pushed the remaining portion including the balloon into the patient to allow it to pass naturally. They assumed the balloon had deflated. On (B)(6) 2017, the patient was readmitted to the hospital with vomiting. CT scan showed distended small band loops within ileus. Ultrasound guidance pass was performed to puncture and deflate the balloon. The patient is currently doing well and planned discharge from hospital on (B)(6) 2017. No further information has been provided at this time.